Event description:
It was reported that during a laparoscopic colectomy procedure, the clip could not be fed into the jaw and the trigger could not be grasped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The orange indicator did not show up completely.a batch record review was performed and no anomalies were found during the manufacturing process.